Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that that they were hospitalized due to the alarming insulin pump. Customer reported via phone call that the insulin pump alarming. Customer states that the screen of the insulin pump was stuck on the screen. The blood glucose reading was 181 mg/dl.